Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration") in a 30-year-old female patient who had essure (batch no. 646522,664434,663903-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009) and obesity. Concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain had not resolved and the device dislocation, dyspareunia, menstrual disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 204 lbs. There was difficulty in deploying the device which did not appear to deploy correctly. Initially the coils were visualized outside the ostia , however , on subsequent observation no coils were visualized outside the ostia in the uterine cavity due to contraction I spasm of the fallopian tube ostia. 5 coils were noted to be trailing in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 646522 manufacture date:2009-06 expiration date: 2012-06. Lot number: 664434 manufacture date:2009-08 expiration date: 2012-08. Lot number reported 663903 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dyspareunia, menstrual disorder and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, menstrual disorder and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 30-year-old female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaid's. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dyspareunia, menstrual disorder, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet and medical records received. New reporter and reporter information added. Plaintiff demography added. Product indication updated. Events per pfs: abnormal bleeding (vaginal, menorrhagia) and she did not undergo confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration") in a 30-year-old female patient (gravida 1) who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaid's. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain had not resolved and the device dislocation, dyspareunia, menstrual disorder and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event psychological or psychiatric problems condition: depression and mental anguish, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration") in a 30-year-old female patient who had essure (batch no. 646522, 664434, 663903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 and obesity. Concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In october 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain had not resolved and the device dislocation, dyspareunia, menstrual disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 204 lbs. There was difficulty in deploying the device which did not appear to deploy correctly. Initially the coils were visualized outside the ostia , however , on subsequent observation no coils were visualized outside the ostia in the uterine cavity due to contraction I spasm of the fallopian tube ostia. 5 coils were noted to be trailing in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-mar-2019: medical record received. Essure lot number added. Reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. 663903inv,646522,664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009) and obesity. Concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menorrhagia, abdominal pain, anxiety, depression and vaginal haemorrhage had not resolved and the device dislocation, dyspareunia, menstrual disorder, weight increased and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 204 lbs. There was difficulty in deploying the device which did not appear to deploy correctly. Initially the coils were visualized outside the ostia , however , on subsequent observation no coils were visualized outside the ostia in the uterine cavity due to contraction I spasm of the fallopian tube ostia. 5 coils were noted to be trailing in the intrauterine cavity patient was treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 646522 manufacture date: 2009-06 expiration date: 2012-06. Lot number: 664434 manufacture date: 2009-08 expiration date: 2012-08. Lot number 663903 is invalid. Lot number: 646522 manufacturing date: 2009-06 expiration date: 2012-06. Lot number: 664434 manufacturing date: 2009-08 expiration date: 2012-08. Lot number reported 663903 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. 646522,664434,663903-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 1996, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009) and obesity. Concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menorrhagia, abdominal pain, anxiety, depression and vaginal haemorrhage had not resolved and the device dislocation, dyspareunia, menstrual disorder, weight increased and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 204 lbs. There was difficulty in deploying the device which did not appear to deploy correctly. Initially the coils were visualized outside the ostia , however , on subsequent observation no coils were visualized outside the ostia in the uterine cavity due to contraction I spasm of the fallopian tube ostia. 5 coils were noted to be trailing in the intrauterine cavity patient was treated for pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 646522 manufacture date:2009-06 expiration date: 2012-06 lot number: 664434 manufacture date:2009-08 expiration date: 2012-08 lot number reported 663903 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event "abnormal bleeding" was added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. 646522,664434,663903-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009) and obesity. Concurrent conditions included abdominal pain, type ii diabetes mellitus inadequate control, essential hypertension and hyperlipidaemia. Concomitant products included nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menorrhagia, abdominal pain, anxiety, depression and vaginal haemorrhage had not resolved and the device dislocation, dyspareunia, menstrual disorder, weight increased and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 204 lbs. There was difficulty in deploying the device which did not appear to deploy correctly. Initially the coils were visualized outside the ostia , however , on subsequent observation no coils were visualized outside the ostia in the uterine cavity due to contraction I spasm of the fallopian tube ostia. 5 coils were noted to be trailing in the intrauterine cavity patient was treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 646522, manufacture date:2009-06, expiration date: 2012-06. Lot number: 664434, manufacture date:2009-08, expiration date: 2012-08. Lot number reported 663903 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event "abnormal bleeding" was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.